Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the stent (subject device) was implanted at lt internal carotid ophthalmic segment. Two days after the procedure the patient had contrast induced encephalopathy reaction. There is a possible relationship between the stent (subject device) and this reaction. No additional information is available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the stent performed as intended. There was no medical intervention and no surgical delay. The anatomical location where the stent was implanted was the lt internal carotid ophthalmic segment. The initial patient medical condition before procedure was prior sah due to an acute aneurysm rupture in a different location. It is unknown if any additional medication was given to the patient due to the event. The physician does not think the patient had a reaction to contrast as other angiograms the patient did not have reactions. An assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient complications¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the stent (subject device) was implanted at lt internal carotid ophthalmic segment. Two days after the procedure the patient had contrast induced encephalopathy reaction. There is a possible relationship between the stent (subject device) and this reaction. No additional information is available.